Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by the clinical specialist, during a subclavian tavr case, when the valve was roughly 1/3 deployed, the balloon ruptured/leaked near the pusher. The valve was in the annulus but was only partially deployed. During the time to prep a new delivery system the valve moved toward the aorta (90:10 aortic). Another sapien 3 valve was implanted within the first valve, securing it in place. The patient remained stable. No withdrawal issues were experienced withdrawing the delivery system from the patient. There was not a great deal of calcium in the access vessel. The fcs noted the nurse did use a hemostat to remove the balloon cover but was able to prep the device without issue. During pre-decontamination a pinhole was observed distal to the crimp markers.

Manufacturer narrative:
The device was returned for evaluation. The delivery system was returned in a used condition, locked in default position and inserted through the full loader assembly. The delivery system was visually inspected and the following was observed: I/c bond appears intact, pinhole observed distal to crimp markers, flex tip gouges and no other visual abnormalities were observed. Due to the nature of the complaint and the returned condition of the crimp balloon (pinhole causing a leak), no relevant functional testing was able to be performed. Double wall thickness of the crimp balloon at the locations proximal and distal to the pinhole were measured. All measurements met the specification. A device history review (DHR) was performed and did not reveal any issues that could have contributed to this complaint. Lot history review revealed no other complaints similar to ¿balloon ¿ leakage¿. A review of complaint data for (B)(6) 2018 revealed that the complaint rate exceeded the control limit for the applicable complaint trend category of ¿leakage¿. Although the occurrence rate exceeded the complaint trending control limits for (B)(6) 2018, no manufacturing non-conformances were identified in the returned device or evaluation. No instructions for use (IFU) or training deficiencies were identified. Manufacturing inspections support that it is unlikely that a defect present in manufacturing contributed to the complaint. The complaint for the balloon leakage was confirmed based upon the visual inspection of the returned device (a pinhole on the crimp balloon). Based on the dimensional analysis performed, no manufacturing non-conformities were noted as the crimp balloon double wall thickness met specification. Review of available information (complaint history, lot history, and DHR review) did not provide any indication that a manufacturing non-conformance contributed to the observed damage. A review of manufacturing mitigations supported that the crimp balloon and the associated delivery system have proper inspections in place to detect issues related to the complaint event. It is unlikely that the delivery system left the manufacturing site with a pinhole on the crimp balloon, as the crimp balloons are 100% visually inspected at several different steps throughout the manufacturing process and devices are 100% leak tested. Since there was no reported difficulties with de-airing, the pinhole producing the leak, likely occurred after insertion through the sheath and during deployment. It¿s possible that the pinhole could have been created if the balloon made contact with calcification in the access vessel, aorta, or annular region. Additionally, improper technique when removing the proximal balloon cover could have damaged the balloon, making it more susceptible to leakage after insertion. Furthermore, handling the stylet and handling other tools in close proximity may produce this type of damage. In order to prevent damage to the balloon, the cover should be carefully peeled away with both hands while over the blue section of the balloon shaft; per complaint description, ¿the nurse did use a hemostat to remove the balloon cover¿. Available information suggests that patient and/or procedural factors may have contributed to the complaint event; however, a definitive root cause is unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for ¿balloon ¿ leakage¿ was confirmed, but no manufacturing nonconformances or labeling or IFU inadequacies have been identified. Therefore, no corrective or preventative action is required. Available information suggests that patient/procedural factors may have contributed to the reported event.